Event description:
While onsite for troubleshooting a blank display and spo2 alarm not functioning the philips field service engineer (fse) reported the customer biomedical engineer (biomed) stated that there was also a loss of audio at their philips information center (pic ix).the device was in use on a patient. There was no report of patient or user harm.